Event description:
No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined air was leaking from the swivel and it was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported there was an air leak at the handpiece and the hose needs inspected. The event occurred during prep. There was no consequences or impact to the patient. There was no delay. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Medical product: hose catalog #: 5052-10 serial#:(B)(4). The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.